Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: the customer provided lot # 0051836p46. This does not match the catalog number provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that venflon pro safety 17 ga 1.5 mm od 45 mm l leaked blood during use. The following information was provided by the initial reporter: anesthetist gave medicine for patient in the or by using cannulas cap. Anesthetist had 1 ml syringe for medicine and when started to give the medicine, he heard small noise and after that he loosed resistance. When taking syringe off from cap cannula leak blood from the cap.

Event description:
It was reported that venflon pro safety 17ga 1.5mm od 45mm l leaked blood during use. The following information was provided by the initial reporter: anesthetist gave medicine for patient in the or by using cannulas cap. Anesthetist had 1 ml syringe for medicine and when started to give the medicine, he heard small noise and after that he loosed resistance. When taking syringe off from cap cannula leak blood from the cap.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Though the incident could not be confirmed based on this complaint, bd is investigating the leakage complaint and is in the process of implementing the appropriate corrective actions, CAPA#1379444.